Manufacturer narrative:
(B)(4). Investigation: the product was not returned for the investigation; however, a review of the complaint history, drawings, instructions for use (IFU) and quality control (qc) was conducted during the investigation. Per specification, the incoming vendor inspection for the flexor sheath tubing, requires an inspection to insure that there is no coil separation or breakage and that the material is free from surface defects, bumps, bulges, and protruding coils. In addition, there is an inspection to insure a good bond melt. The provided instructions for use (IFU) lists instructions for removing the sheath, which includes, "withdraw the sheath and dilator as a unit." Additionally, flexor sheaths meet the tensile requirements of iso 11070 as shown through design verification testing. Based on the information provided, it iis feasible that the separation was due to excessive force beyond the design of the device resulting in failure of the bond. We have notified the appropriate internal personnel. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further actions are required at this time.

Event description:
During an angiogram of the leg on a patient of unknown age and gender, the sheath broke off inside of the patient. The physician was able to remove the piece with vascular forceps successfully. There was no harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Manufacturer's date of awareness on initial report should be 11/16/2015. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined.

Manufacturer narrative:
The event is currently under investigation.

Event description:
During an angiogram of the leg on a patient of unknown age and gender, the sheath broke off inside of the patient. The physician was able to remove the piece with vascular forceps successfully. There was no harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.